Event description:
New information received on 4/30/2018 stated that post-paced t-wave oversensing occurred again. The patient was brought into clinic on (B)(6) 2018 and programming changes were made.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing; oversensing was noted on stored electrogram. The patient was asymptomatic. Patient was evaluated in-clinic on (B)(6) 2018 and programming changes were performed resolving the oversensing.